Event description:
It was reported that during implant the atrial lead would not engage the device header. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of header anomaly was confirmed in the laboratory. The a set screw, when fully tightened, was not able to fully secure a lead of a minimum specified diameter. The rv/svc set screw was also found to contain silicone in its hex cavity. The cause of the field reported header anomaly was found to be a deformation in the a set screw bore, preventing the set screw from fully entering the lead bore when fully tightened to fully secure the lead.